Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer vi a device manufacturer representative regarding a patient who was receiving morphine (25 mg/ml at 6.608 mg/day), clonidine (100 mcg/ml at 26.43 mcg/day), and marcaine (9 units/ml at 2.379 units/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient was experiencing apparent withdrawals and stated that he was not getting his medication from his pump. The device manufacturer representative read the pump and did not observe any issues. The patient was going to be treated by the hospital with intravenous (IV) and oral therapy until (B)(6) 2018. The patient had an appointment scheduled with his pain healthcare provider (hcp) on (B)(6) 2018, and it was noted that "they may do a catheter access study." No further diagnostics had been performed at the time of the report. The issue was not resolved at the time of the report. Surgical intervention did not occur and was not planned. The patient's status at the time of the report was alive - no injury. No further complications were reported.